Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins). The patient needs their device checked to see if it is even working. The patient does not think their device is working and it is not helping their symptoms. The patient has been going to a different healthcare professional (hcp) over the past two years. The patient currently does not have a managing hcp but it was recommended that they follow up with an hcp to have their device checked and to reprogram if needed. No further complications were reported/are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient had not found a new doctor. They had an upcoming appointment with their primary care doctor on (B)(6) 2017, at which point the managing doctor was going to write them a referral back to doctor (B)(6) who had implanted the ins originally. The cause of the ins not working remained to be unknown.